Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of customer provided image confirms that anchor is bent. A review of the instructions for use found: read these instructions completely prior to use. If too much resistance is encountered advancing the knot, use the smith & nephew knot pusher/suture cutter do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. A visual inspection revealed that the fast fix device is in used shape as both t's are removed from device and knot of suture is tightened. The needle is curved as manufactured and actuator appears to have been fired twice. Depth gauge is set at manufactured specifications. A functional evaluation revealed that the device worked as intended the deployment knob moved without hesitation, the depth gauge adjusted as intended. Anchors were unable to deploy as they were not in device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair surgery t2 anchor of the fast-fix was bent, and was removed. The procedure was completed with a backup device and it is unknown if there was a delay. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.